Event description:
It was reported that on (B)(6) 2026, at 12:30 pm, the patient came to the nurse's station and reported feeling the urge to urinate. While going to the bathroom, the urinary foley catheter dislodged on its own. The patient was in generally good condition and alert, reporting no discomfort. The patient was immediately assisted back to bed, instructed to lie flat, and the urethral opening was checked for lacerations or ulcers; none were found. The catheter balloon was found to be damaged, but the rupture was intact. The doctor was informed immediately. At 12:40 pm, following the doctor's orders, an 18f triple lumen catheter was reinserted. Urine flow was clear and dark red, with approximately 200ml collected. 20ml of saline was infused into the balloon, and the catheter was secured in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.